Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the needle was attempted to be retrieved. Needle was left in the patient, unknown if later retrieved. Xray was performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gynecological procedure, the device was used and the needle fell into the cavity of the patient while closing the vaginal cuff. There was no information about retrieving the needle. The patient status is alive with no injury.